Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to power switch mechanism failure. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of poor contact was confirmed. Device evaluation found that the contact pin of the scope socket was deformed, resulting in horizontal stripes in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the visera elite video system center had poor contact. The issue was found during reprocessing and the intended procedure was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm. During evaluation of the returned device, it was found that the power switch could not rebound and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.